Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a device error message while in use on a patient. Biomedical engineer attempted troubleshooting by replacing cables, tubes and the water trap, but the error message continually appears. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was prompting a "device error" error message while in use on a patient. No patient harm reported.